Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for evaluation. The investigation results are pending. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization procedure, the coil unintentionally detached in the microcatheter. The coil and catheter were removed successfully from the patient. There was no report of harm or injury to the patient.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the pusher's pet damaged at the distal end and the implant stretched at the proximal end. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.